Manufacturer narrative:
The electrode lot number is bhp28. The expiration date was not provided. The calibration results were within the specified ranges. The qc level 1 result was out of range. The alarm trace had "sample probe: abnormal aspiration" alarms. The field service engineer (fse) inspected the analyzer and determined that dirt in the sipper/vacuum nozzles and dilution vessel had caused the event. He then cleaned these parts. He verified the analyzer's performance by multiple ion-selective electrode (ise) checks, calibration, qc and a precision check. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable na electrode results from multiple patient samples tested on the cobas pro ise analytical unit. The following examples of discrepant results were provided: patient sample 1: the initial na result was 159 mmol/l. The repeat result was 147 mmol/l. Patient sample 2: the initial na result was 151.1 mmol/l. The repeat result was 140.4 mmol/l. The reporter stated the qc went out of range, prompting the patient sample reruns.